Manufacturer narrative:
Block h6: problem code (B)(4) captures the reportable event of snare loop embedded in patient's tissue. Conclusion code (B)(4) is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed. Block h11: correction: sections h7 and h9.

Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal stiff snare was used during a procedure performed on a (B)(6) 2020. According to the complainant, during the procedure, the snare was not cutting correctly. The polyp needed to be ripped or torn off causing patient's bleeding. Reportedly, the bleeding resolved on its own. Although the procedure was reported to be completed, it was not reported how it was completed. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal stiff snare was used during a procedure performed on a (B)(6) 2020. According to the complainant, during the procedure, the snare was not cutting correctly. The polyp needed to be ripped or torn off causing patient's bleeding. Reportedly, the bleeding resolved on its own. Although the procedure was reported to be completed, it was not reported how it was completed. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be fine.